Event description:
It was reported one of patient's lead has high impedances, resulting in ineffective therapy and the inability for the system to be set to MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.